Manufacturer narrative:
Return of the suspect transducer is unknown at this time; however, an evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported a transducer scratched a patient¿s esophagus. The model and serial number of the transducer involved in the incident was not provided and are currently unknown. Efforts to obtain additional information continue, however, to date, no further details of the incident including patient condition and any subsequent treatment have been obtained.

Manufacturer narrative:
Subsequent to the reporting of this event, further information was received from the customer advising this incident involved another product manufacturer. There was no philips device associated with this event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.